Manufacturer narrative:
Date of event is estimated. The radiometer investigation has found the root cause to be software coding.

Event description:
Radiometer reference number: (B)(4). According to complaint, the customer states abl90 flex plus analyzer (serial number (B)(6) was crashing during sample analysis. The customer states the analyzer will crash and restart randomly during sample aspiration.

Manufacturer narrative:
Radiometer has investigated the incident further. The complaint investigation logs clearly show that the application becomes unresponsive intermittently while in idle only and not during the measurement and also it's a known problem in software v3.5 mr8. There are 0 cases where the unresponsiveness and restart occurs during sample measurement. All of them are while the analyzer is in idle, as expected by the known bug.this bug cannot happen during sample measurement. The risk assessment has been revised - there is no harm/inconvenience for the user. This issue does not present a risk to health as there is no harm only inconvenience for the user. Hence, this incident does not meet the criteria of a reportable MDR now.